Manufacturer narrative:
Updated fields. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient's tongue was deviating to the right causing a lisp. Barostim therapy was turned off, which did not resolve the lisp or tongue deviation, and therapy was resumed. In the opinion of the physician, a hypoglossal nerve injury occurred during the implant procedure. It was recommended the patient attend speech therapy, and the physician expected the injury to improve over time. As of (B)(6)2024, the patient's tongue was improved but not back to normal. The patient was starting speech therapy soon. Barostim therapy was increased on (B)(6) 2024. As of (B)(6) 2025, the patient tongue and speech were improving, and barostim therapy was increased.

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient's tongue was deviating to the right causing a lisp. Barostim therapy was turned off, which did not resolve the lisp or tongue deviation, and therapy was resumed. In the opinion of the physician, a hypoglossal nerve injury occurred during the implant procedure. It was recommended the patient attend speech therapy, and the physician expected the injury to improve over time. A follow-up appointment was scheduled for (B)(6) 2024.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a hypoglossal nerve injury that occurred during the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient's tongue was deviating to the right causing a lisp. Barostim therapy was turned off, which did not resolve the lisp or tongue deviation, and therapy was resumed. In the opinion of the physician, a hypoglossal nerve injury occurred during the implant procedure. It was recommended the patient attend speech therapy, and the physician expected the injury to improve over time. As of 18-nov-2024, the patient's tongue was improved but not back to normal. The patient was starting speech therapy soon. Barostim therapy was increased on 20-nov-2024, and a follow-up was scheduled for two weeks.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).